Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient felt shocking every 3 seconds and that they have not found a position that is more comfortable. The patient stated they are not able to get to their programmer. The patient¿s managing physician is out of state and the patient is not allowed to leave so it was recommended that the physician from the patient¿s current hospital call to page a manufacturer representative to turn the device off. The patient is feeling the shocking in their vagina and going down the left leg.

Event description:
On (B)(6) 2016. Patient thought that their implant had been compromised because of being given a shot of ativan (2mg) right where the device was (against their will) . Implant had not worked since and patient was having return of symptoms and when trying to increase stimulation, it hurt. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.